Manufacturer narrative:
Findings: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reliability analysis evaluated 1 opened/used reservoir and performed infusion and reservoir d9195886-et2 section 1 to 8. Reservoirs failed per spec. Due to found reservoir transfer guard needle bent. Unable to confirm customer received reservoir with bent needle due to customer returned reservoir opened and used.

Event description:
It is reported that a customer has difficulty delivering insulin from their reservoirs. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the reservoir needed to be replaced and was advised to send the reservoir back for analysis. A new reservoir was shipped to the customer. No further information was provided.